Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported an impella cp in a 57 year old male patient for support due to acute myocardial infarction. During support, the aortic placement signal had a big difference in numbers to hemodynamic monitoring from hospital. The aic showed aop and lv signal numbers after initial implant around 200, meanwhile blood pressure was only around 70. The pump was still providing flow and the patient was visibly stabilised after implant. The decision was made to leave the pump in-situ and the patient remains on full support in ICU now.

Event description:
The patient was successfully weaned from the pump.

Manufacturer narrative:
Correction: e4. Additional information received; b5 updated.